Event description:
It was reported that the foley catheter was blocked. There was no urine discharge immediately after placement in the patient. The user felt resistance when injecting sterile water into the catheter. Also stated that a little white substance came out from the catheter tip when sterilized water was injected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was blocked. There was no urine discharge immediately after placement in the patient. The user felt resistance when injecting sterile water into the catheter. Also stated that a little white substance came out from the catheter tip when sterilized water was injected. Per mail received from investigator on 21aug2023, stated that the white foreign material was salt accumulation which had caused the blockage in the catheter.